Event description:
Patient reported right side deflation and exchange from textured to smooth due to concerns with the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported right side deflation and exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6.

Event description:
Patient reported right side deflation and exchange from textured to smooth due to concerns with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Patient reported right side deflation and exchange from textured to smooth due to concerns with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side deflation and exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.